Event description:
The user facility reported that the device overheated within 45 seconds during a procedure. A burning smell was noticed from the battery pack for up to an hour after the procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed during the device evaluation.

Event description:
The user facility reported that the device overheated within 45 seconds during a procedure. A burning smell was noticed from the battery pack for up to an hour after the procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.